Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there are no allegations against the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Initial reporter - the article was written by bradley schoch, jean-david werthel, robert cofield, joaquin sanchez-sotelo and john w. Sperling. Manufacture date ¿ ni. Device remains implanted.

Event description:
Information was received based on the review of the journal article, "shoulder arthroplasty for chondrolysis" which aimed to assess pain relief, function, and survivorship of shoulder arthroplasty for chondrolysis and to assess risk factors for failure. Between january 2000 and january of 2013, 26 consecutive shoulders with chondrolysis were treated with shoulder arthroplasty after failure of conservative treatment measures. A patient identified in the article was reported to have expired due to unknown reasons prior to two-year follow-up.

Manufacturer narrative:
It has been identified through additional remediation that this event was in fact a reportable incompliant , and therefore, the prior supplemental report submitted (0001825034-2016-01838-1) is being rejected. The information submitted on the initial medwatch is correct and valid. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.